Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient reused single use supplies. Drain extension sets are used with homechoice disposable sets to allow greater distance between the homechoice instrument and the drain. Each disposable set is used only once. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single use supplies. The caregiver stated that they only changed the drain line extensions once a week. The technical service representative explained that the supplies were meant for single use and reviewed proper procedures per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.